Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on (B)(6)2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred seven days after the sensor had been inserted in the thigh. Prior to sensor insertion the area was prepped with alcohol. The parent stated they were on their way traveling to costa rica, and they noticed the patient was "walking funny" and decided to remove the sensor while waiting at the airport. The patient developed a hard lump with pus at the puncture site and redness, inflammation, and swelling extending beyond the patch perimeter. The patient had burning sensation and the area was hot to touch. They applied a hot compress to the area until they reached their destination. Three photos of the skin reaction in the complaint record were reviewed. The photos show a skin reaction that consists of redness and swelling extending beyond the sensor patch footprint perimeter. There are slight scattered pimples within the sensor footprint and a lump at the puncture site. The photo confirmed the skin reaction. On 07/05/2023, they arrived in costa rica and consulted a health care provider who prescribed an oral antibiotic medication (cefadroxil twice per day for seven days) for the infection. As per parents, the patient does not have a history of any allergies and the reaction healed after the course of antibiotic treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/12/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred seven days after the sensor had been inserted in the thigh. Prior to sensor insertion the area was prepped with alcohol. The parent stated they were traveling to costa rica, and they noticed the patient was "walking funny" and decided to remove the sensor. The patient developed a hard lump with pus at the puncture site and redness, inflammation, and swelling extending beyond the patch perimeter. The patient had burning sensation and the area was hot to touch. They applied a hot compress to the area until they reached their destination. Three photos of the skin reaction in the complaint record were reviewed. The photos show a skin reaction that consists of redness and swelling extending beyond the sensor patch footprint perimeter. There are slight scattered pimples within the sensor footprint and a lump at the puncture site. The photo confirmed the skin reaction. On (B)(6) 2023, they arrived in costa rica and consulted a health care provider who prescribed an oral antibiotic medication (cefadroxil twice per day for seven days) for the infection. As per parents, the patient does not have a history of any allergies and the reaction healed after the course of antibiotic treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.